Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data from the device was analyzed and no anomalies were found. Product: 6943 implantable defib lead (B)(6) 1997. (B)(4).

Event description:
It was reported that the patient hears a solid tone from their device at home on occasion. It was also reported that the device diagnostics had invalid data. A memory bit flip was suspected. The device remains in use. No patient complications have been reported as a result of this event.